Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient developed hematoma hours after c5/6, c6/7 anterior cervical discectomy and fusion (acdf) was performed using anterior cervical corpectomy and fusion (aacf) cages, skyline plates and screws, dbx putty. Revision surgery was completed on (B)(6) 2020. During revision surgery, the hardware was removed to reexamine surgical site for bleeding but re-implanted after examination was completed. There is no further information available. This report is for one (1) sky const s-t scw 14mm ti. This is report 7 of 8 for (B)(4).